Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter is giving an error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient began to get the alleged error message on (B)(6) 2014 at 11 pm. Subsequently, the patient developed symptom described as ¿sweating.¿ the patient increased his dose of diabetes oral medication to manage his diabetes. There was no report of any required hcp treatment at the time of concern. During troubleshooting, the patient did not have his test supplies. He could not provide the error message. The issue was not resolved with training. This complaint is being reported because the patient had symptom suggestive of hypoglycemia after the error message issue began. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.